Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) advised the home patient (hp) to start over with new disposables. The hp did not notice any defects such as leaks in the supplies. Product surveillance contacted the nurse's assistant on (B)(6) 2010. According to the nurse's assistant the patient was in the clinic yesterday and did not report any difficulties. The hp is new to peritoneal dialysis therapy, however, she has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded, therefore baxter cannot determine the root cause. Since the lot number is not available a batch review will not be conducted.

Event description:
Allegedly removed during the revision of another component.